Manufacturer narrative:
The anesthesia system was investigated by the biomedical engineer on-site and it was found that the patient cassette was not correctly seated. After the patient cassette had been reseated and a successful sco (system checkout) performed, the system was returned for clinical use. Evaluation of the received device logs show that the last sco was performed 3 days before the event date. On the event date, the case was started without performing a new sco. In automatic ventilation mode alarms for respiratory rate low, leakage and expiratory minute volume low were generated. The trend log shows a large difference between inspiratory and expiratory volumes. The system was shutdown and restarted, the case was started again but still with ventilation issues. The system was set to standby and a sco was performed that failed due to leakage. Four minutes later a new sco was performed that passed where after the case was restarted without further ventilation issues. The user's manual states that sco must be performed; once a day, after replacing the patient cassette or after the system has been transported. Our conclusion is that the cause of the reported ventilation issues was an incorrect seated patient cassette and that this failure should have been detected if the user had performed a sco before case start.

Event description:
It was reported that during patient treatment, the anesthesia workstation appeared not to ventilate appropriately. There was no patient harm. (B)(4).